Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The patient had left a clamp open on unused line, which is a user error. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred on the homechoice (hc) device, during dwell three of four. The home patient (hp) was connected at the time of the alarm. The hp had removed a cap on an unused line and left the clamp open. The technical service representative (tsr) had the hp cycle the power on the hc to clear the alarm. There was no adverse event indicated at the time of the report. No additional information is available.